Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient was admitted for suspected pump thrombosis. An echo confirmed the presence of pump thrombosis. Additional information was requested but not provided.

Event description:
Additional information was received which indicated that during the admission from (B)(6) 2018, a computed tomography angiography (cta) showed 70% stenosis of the outflow graft. An echocardiogram performed showed the aortic valve opening (when previously closed), and the left ventricular end diastolic diameter (lvedd) changed from 4.4-4.2 cm with the pump speed adjusted from 9000 rpm to 18000 rpm. Laboratory tests results indicated elevated lactate dehydrogenase (ldh) levels of 960 u/l. Aspirin was restated and a heparin drip was initiated. During a subsequent re-admission from (B)(6) 2018 for an unrelated event, repeat laboratory tests indicated an ldh level of 298 u/l. A log file submitted to the manufacturer¿s technical services department for analysis confirmed multiple low flow events with the recorded estimated pump flow between 2.4 lpm and 2.5 lpm. A repeat cta showed 90% occlusion near the outflow graft. The patient is reportedly not a transplant or surgical candidate for exchange. The clinicians inquired from the manufacturer about obtaining a system controller with custom software for the low flow alarm threshold. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device remains implanted and the patient remains on lvad support. Although a review of the submitted system controller log file confirmed the reported constant low flow hazard alarms, a cause for these alarms could not be conclusively determined. The report of stenosis of the outflow graft could not be confirmed as the device remains implanted supporting the patient. The referenced CT scan images taken by the user facility were not provided to the manufacturer for analysis. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, outlines all pump parameters, and provides information regarding the assessment of pump flow. The IFU also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.